Event description:
It was reported the disposable leaked by the filter spot where there is a vent hole. The patient stated shirt was wet from the leaking and it irritated her skin. The tubing was unclamped and primed without issue, and then 10 minutes later it started to leak. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. A1, d1 updated. B3, g5, h4: unknown; d4: catalog number, UDI number, and lot number are unknown.